Manufacturer narrative:
Additional information:d4, g3, h2, h4, h6, h10/11. Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The investigation is ongoing.

Event description:
A surgery center reported that during the implantation of an intraocular lens (iol) the haptic came off the lens. The lens was cut out and removed from the patient, leaving them aphakic. An iol of the same model and diopter was implanted three days later at a different facility. The patient has fully recovered without complications.